Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. To address the issue, tandem technical support confirmed the problem and decided to replace the pump. Customer will continue to use current pump for insulin delivery.